Manufacturer narrative:
The customer's product has been returned for investigation. A follow-up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated in the mount and no physical damage was observed on the sensor patch. Sensor was found to be in state 5 (indicating normal termination). No failure modes were observed with the sensor plug upon visual inspection. The returned sensor was further investigated and de-cased. Performed a visual inspection on the sensor's pcb (printed circuit board) and no contamination or physical damage were observed. The battery was measured and the results were within specification. Attempted to scan and reprogram the returned sensor on the evm (evaluation mode). However, received a message that the device was not compatible indication that the returned sensor is no longer reprogrammable. The adc is unable to be conduct further investigation; therefore, this issue will be closed to unable to test. An extended investigation has been performed for the reported complaint. A DHR (device history review) for the freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.